Manufacturer narrative:
Investigation summary: based on the information available, boston scientific was unable to confirm the cause that contributed to the reported dimpled pump; the ipp cylinders and pump performed within specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinders were visually inspected and leak tested. Cylinder 1 had a leak in the proximal cylinder body that was the result of sharp instrument damage consistent with explant that created a hole. Cylinder 1 was not pressure test due to the identified leak. Cylinder 2 was pressure tested and performed within specification; no leak was found. The pump was functionally tested and performed within specification; no leak was found. Product analysis was unable to confirm the reported event. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working as expected. Doctors and nurses attempted troubleshooting techniques but when the pump was pressed it was dimpled. A surgical procedure was performed and the cylinders and pump were removed and replaced. The new ipp was tested several times after surgery and the patient was retrained with the procedure to use the pump. The patient had a stable outcome.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working as expected. Doctors and nurses attempted troubleshooting techniques but when the pump was pressed it was dimpled. A surgical procedure was performed and the cylinders and pump were removed and replaced. The ipp was tested several times after surgery and the patient was retrained with the procedure to use the pump. The patient had a stable outcome.